Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 04/2022).

Event description:
It was reported that approximately one month post catheter placement, the device allegedly had a kink of the proximal extremities. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 04/2022).

Event description:
It was reported that approximately one month post catheter placement, the device allegedly had a kink of the proximal extremities. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, three electronic photos were provided for review. A sample evaluation was not completed as the physical device was not returned. One equistream split tip catheter was placed inside a clear plastic transparent bag. Upon zooming the photo, no kinks were visible due to the provided condition of the image. Therefore, the investigation is inconclusive for the reported kink issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2022), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one month post catheter placement, the device allegedly had a kink of the proximal extremities. The procedure was completed using another device. There was no reported patient injury.